Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.

Event description:
It was reported that the system displayed a communication error. This error will cause the system to lockup or not to boot. No pt injury was reported.